Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Severely worn power switch and line cord. Cracked tank cover and front cover. Stained reservoir in the enclosure. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported problem was confirmed. The root cause of the reported problem was found to be unclean water due to customer incorrectly cleaning. The technician replaced the enclosure. Additional information g5, corrected data: correction d1, d2, d4, g1, h3, h6 and h10.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a stain in the tank. No patient adverse events reported.